Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent dislodgement occurred. Vascular access was obtained via the right common iliac artery. The 70% stenosed target lesion was located in the severely calcified and severely tortuous left common iliac artery. A non bsc introducer sheath was used. Predilation of the lesion was not performed. After a non bsc guide wire crossed the lesion, the 7.0mm x 30mm x 75cm express ld vascular stent was advanced. When the device came out from the distal end of the non bsc introducer sheath, it was noted that the stent was dislodged from the stent delivery system. The dislodged stent was successfully removed from the patient with the snare wire. The procedure was not completed due to this event and another pta will be scheduled. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the balloon catheter and the detached stent, trapped in a snare through a terumo sheath. An examination of the stent found that the stent did not appear to have been deployed. One end of the stent was damaged as a result of the snare latching onto it. The balloon did not appear to have been inflated. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent dislodgement occurred. Vascular access was obtained via the right common iliac artery. The 70% stenosed target lesion was located in the severely calcified and severely tortuous left common iliac artery. A non bsc introducer sheath was used. Predilation of the lesion was not performed. After a non bsc guide wire crossed the lesion, the 7.0mm x 30mm x 75cm express ld vascular stent was advanced. When the device came out from the distal end of the non bsc introducer sheath, it was noted that the stent was dislodged from the stent delivery system. The dislodged stent was successfully removed from the patient with the snare wire. The procedure was not completed due to this event and another pta will be scheduled. No patient complications were reported and the patient's status was good.